Manufacturer narrative:
No unexpected low reservoir alarms were noted during testing. No unexpected frozen screen anomalies were noted either; time advanced properly. The unit passed the self test along with the off no power, unexpected restart error, displacement, and rewind tests. The operating currents were within specification. However, the compromised force sensor system alarm occurred during the basic occlusion test due to a loose/protruded drive support disk. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, broken battery tube threads, a missing end cap sticker and stained address/serial number label.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin was squirting out of the tubing. The patient's blood glucose at the time of incident is unknown; however, the customer's latest blood glucose was 97 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.